Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: "tap close. Change the cartridge, tubing, and infusion site to ensure proper delivery of insulin. Resume insulin after changing the cartridge, tubing, and infusion site." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 260 mg/dl. Reportedly, the alarms were cleared and insulin delivery was resumed.